Manufacturer narrative:
This report is being filed on an international product, list number 06a52 that has a similar product distributed in the us, list number 06d18. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). Concomitant medical products: prism analyzer, ln: 06a36-04, sn: (B)(4).

Manufacturer narrative:
Reagent specificity performance of the prism hcv assay, list 06a52-48, lot 20732li00, was evaluated by testing a total of four replicates of negative calibrator on each sub-channel of the prism analyzer using retained in-house kits of the reagent. All values were within specifications. No atypical increased values or false reactive results were obtained (minimum value 0.11 s/co, maximum value 0.12 s/co). Product performance is acceptable. Also, a review of the 100 member negative population testing panel for final release revealed no indications that the specificity of lot 20732li00 might be adversely affected. The performance of the assay was also evaluated by completing a review of manufacturing and testing records for the reagent lot. This review did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The abbott prism hcv assay package insert and the abbott prism operations manual contain information to address the current customer issue. Based on the results of the current evaluation, it was determined that the prism hcv assay kit, list number 06a52-48, lot number 20732li00, is performing acceptably. Concomitant medical products: prism analyzer, ln: 06a36-04, sn: (B)(4). Customer has narrowed down the number of donors affected to nine (no individual specific donor/patient data nor testing results are available).

Event description:
The customer reports false reactive results being generated by the prism hcv assay. The plasma samples are then tested on a second prism analyzer with similar results. However, when the samples are tested on other systems (not provided by the customer) results are non-reactive. The customer notes that this issue is occurring with samples that test near the cut-off value of the assay. The customer reports that currently this has happened with eight to ten samples. No individual specific donor/patient data nor testing results are available. The customer has expressed a concern because this issue has resulted in the deferral of long time donors and the discarding of blood products.